Manufacturer narrative:
It was indicated by the end user that the reported defective device is available to the manufacture for eval; however, to date the device has yet to be received. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported by the end user on (B)(6) 2010, during an ablation of the great saphenous vein a ".035 j wire was advanced up to the saph-fem junction. Once the sheath and dilator were advanced over the wire, the physician tried to remove the wire. It became snagged and could not be removed. The physician tugged a bit, but did not want to pull too hard and risk the wire breaking off. The dilator and wire were removed together successfully and the procedure completed. Once the case was over, the physician looked at the dilator and wire had to pull hard to remove the wire, at which point he saw that the wire was frayed and uncoiled." There was no harm to the pt and the procedure was completed successfully.